Manufacturer narrative:
Product is scheduled to be returned but has not been received in by manufacturer at the time of this report. Therefore, this report is based solely on the information provided by the customer. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file 2020-01345.

Event description:
Customer contacted us via phone call. The customer states all 5 alarms are not alarming. Limited other information available on issues. Customer claims sensor and nurse call ports are not damaged. Battery compartment is free of damage as well. The date the issue was discovered is unknown and no patient incident or injury was reported.

Manufacturer narrative:
Visual findings observed scratches and site sticker on the exterior housing. White corrosion was found at the lower end of the unit. Evaluation of the unit found that the unit had no power with batteries due to a defective j3. If the device cannot be powered on it would not be put into use with a patient. Therefore, it is unlikely that this condition would cause or contribute to a serious injury. Being that the unit has been in use for over 8 years, it is likely normal wear and tear that contributed to the reported issue. All complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. No corrective or preventative actions are necessary at this time. Manufacturer reference file (B)(4).

Event description:
Supplemental medwatch being sent for additional information.